Event description:
It was reported that the patient underwent a revision procedure due to hole in one of the cylinder with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new ipp cylinder and pump was implanted.

Event description:
It was reported that the patient underwent a revision procedure due to hole in one of the cylinder with an inflatable penile prosthesis (ipp). The ipp cylinder and pump was explanted and a new ipp cylinder and pump was implanted.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the tubing leak was confirmed. Based on all the available information the root cause was observed a leak was identified near the proximal end of one of the cylinders body attributed to wear at a fold, with broken fabric threads present along with avulsion of the outer tube. An investigation conclusion code of cause traced to component failure was chosen, as the reported events could be traced to fluid loss through product investigation. The product analysis results and event report provided no objective evidence that would warrant further escalation.